Manufacturer narrative:
As reported, the bard/davol endo-flo irrigator leaks fluid when used with a reusable metal non-bard/davol trumpet valve instrument, and there is no leaking when the endo-flo irrigator is being used with disposable plastic instruments. A photo was provided that confirms a fluid leak at the luer lock location where the reusable metal non-bard/davol trumpet valve instrument connects to the irrigation tubing of the bard/davol endo-flo. Neither the bard/davol endo-flo, or the reusable metal non-bard/davol trumpet valve instrument has been provided for evaluation; therefore the potential cause of the incompatibility/leaking between the two devices could not be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible.

Event description:
As reported, during an unknown procedure, the bard/davol endo-flo irrigator leaked irrigation fluid when connected to the luer-lock of the non-bard/davol metal handpiece. As reported, connector did not seal and it appeared "like the threads are of the wrong pattern". There was no reported patient injury. Reporter stated "the tubing does not leak with disposable instruments. It only leaks with the metal instrument. It does not leak when connecting to a plastic connector. When attaching the tubing to the metal irrigation instrument, there is significant leakage at the connector. "